Manufacturer narrative:
The device referenced in this report will be evaluated via picture. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the first insertion of the urpoass 12/14fr, 38cm was successful. The flexible urf goes via the uropass to successfully reach the renal stone and conduct stone laser lithotripsy. However; urologists found it difficult to in re-insert the urpoass into the patient during the middle of a therapeutic a retrograde intrarenal surgery (rirs) procedure. The inner sheath of the uropass had broken into pieces. The procedure was delayed for approximately 15 minutes as the physician retrieved the pieces from the patient¿s ureter and bladder, using grasping forceps. The patient was under general anesthesia at the time of the event. The procedure was completed using another 61238bx uropass. According to the customer, an x-ray is routinely used for this type of procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the picture shows that the white inner sheath was fractured into multiple pieces. All the fragments appear to have been retrieved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the white inner sheath was fractured into multiple pieces confirming the reported damage. However, the root cause of the issue was unable to be determined. Olympus will continue to monitor field performance for this device.